Manufacturer narrative:
Evaluation summary: the taper plug was not returned with per for evaluation because the device is still implanted. It is possible that the taper plug was not properly impacted/seated to the tibia plate and upon impaction while putting the tibial plate onto the bone, it loosened and got detached from the tibia plate. Cause cannot be definitively determined. Evaluation: device history records indicate device manufactured to specification.

Event description:
It is reported that during surgery in 2008, screw would not grab taper plug properly and would not seat into the poly correctly. Surgery was completed without being secured with screw. Surgeon felt opening another plug would not vary the situation since the taper plug was dislodged in the patient.